Event description:
The customer reported to baxter corporate product surveillance of flow restriction and occlusion when infusing chemotherapy with a sigma spectrum pump using an infusion setup including an unknown baxter secondary medication set, equashield adapters at the luer and spike connections on the secondary set, and the distal y-site of an unknown clearlink continu-flo non-dehp administration set. In discussion with sigma representatives, information was relayed that the (B)(6) was using a modified configuration, administering chemotherapy directly into the distal y-site of the administration set (presumably via a second sigma pump). However this facility was still experiencing flow restriction and possible occlusions at the distal y-site. The staff observed the same occlusions and restricted flow when accessing the distal y-site with a syringe through the equashield product. The specific product code, lot information, clinician names, and number of occurrences are unknown. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation due to chemotherapy contamination, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown.